Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device outer flange broke off and not allowing vent or inner cannula to be secure. The trach was broken when the patient turned on the side, inner cannula continuously came out. Trach was exchanged at the beside with no harm to the patient.